Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler was analyzed, and the findings did not replicate or confirm the customer reported event. A visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument was placed on the in-house system and was found to be locked. The instrument generated an error message, "instrument failure. Manual stapler release previously used on device. Do not reuse¿. The radio frequency identifier (rfid) editor was used to unlock the instrument. The instrument was reinstalled on the in-house system and passed recognition and engagement tests on three out of three attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument clamped, fired, and unclamped as expected. The jaws opened after firing. Review instrument logs were unable to verify any failures. There were notes of the manual grip release being used during the procedure, which explains why the stapler was inoperable and found to be locked. There was no problem detected. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the sureform 60 stapler instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler instrument's jaws were locked and would not open when in the patient. No known impact or patient consequence was reported. Follow-up was attempted to gather more information, but the site was not able to provide any additional details related to the event.